Event description:
Hcp reports the dystonia patient was recently wanded by security personnel while attending a sports game. Subsequent to the event, the patient indicated they have experienced a partial return of symptoms. Follow-up with the patient by the hcp was anticipated. No additional details were available at the time of this report. Investigation with the patient shows no evidence of device reset as the patient programmer indicates that stimulation is on and the patient indicates that he is getting some benefit from stimulation therapy. The product was implanted in 2006. No report received of device explant. Additional information has been requested and a follow-up report will be sent if additional information is received. See MFR report number 3004209178200602362.